Manufacturer narrative:
H10: a field service engineer (fse) was scheduled to be dispatched onsite for repair, and a power management (pm) printed circuit board assembly (pcba) was ordered. The fse was not able to evaluate or repair the device. The customer did not accept the service repair proposal, and no onsite work order was generated. It is unknown what the outcome of the service event was, and no further information was given by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had diagnostic code 1104 -backup alarm failed. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.